Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy at 0.08750 inches. Device received with pillowing keypad overlay and cracked select button keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were in emergency room for low blood glucose on unknown date. Blood glucose reading was 37 mg/dl. The customer was treated with food. Customer using auto mode feature active at the time of event. Customer blood glucose at time of incident was 80 mg/dl. The customer alleges insulin pump was over delivering. The insulin pump will be returned for analysis.